Event description:
Customer reportedno audible alarms at the cic with telemetry. Investigation/conclusion: ge healthcare's investigation into the reported complaint is ongoing. A follow-up report will be issued when the investigation has been completed.